Event description:
While attempting to advance and deploy a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery, it was reported that the stent was lost and was retrieved on the balloon catheter. Subsequently, the pt was sent for coronary artery bypass graft surgery. It was reported that the pt expired during hospitalization. There were no add'l details provided to co by the user facility.